Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise and oversensing. The patient was seen for a revision procedure. The lead appeared to have fractured. The lead was surgically abandoned and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.